Event description:
Plastic cracked on device. During insertion of endo bovie, integrity of insulation coating was disrupted causing burn. Burn was cutaneous first degree 1.5cm x 1cm in left anterior portal site.